Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel, 375cc gel breast implant on the left and unknown gel on the right side which the left side ruptured, and there was issue with ptosis bilaterally after implantation. The issue was confirmed by mammogram examination. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3504504bc. Serial number (B)(4), and right replaced with catalog number 3504504bc, serial number (B)(4) on (B)(6) 2018. This report is for the right implant.